Event description:
As a result of the product notification effort under recall z-232-7, st jude medical learned that this person had died. No details regarding cause of death were attainable from the physicians. St. Jude subsequently requested and rec'd a death certificate. The certificate lists cardiac arrest as immediate cause of death with ventricular tachycardia and congestive heart failure as conditions leading to the cardiac arrest. This person died as an inpatient, and there has been no report from the user facility that the device had failed to convert an arrhythmia. Co is, however, reporting the death because co has neither the device nor any associated data or electrograms which would enable co to conclude that the device did not contribute to the death.